Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, due to ofac sanctions the sample cannot be returned from iran. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by our dealer as "we have received a major complaint from a hospital stating that a death has occurred as a result of our hemostar dialysis." No other information was provided at this stage.